Manufacturer narrative:
On 13-may-2025, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation the device (including port, luer hub) was not irrigating. The issue was not identified until the device had already been used inside of the patient. The motor was too loud to allow water to flow out. There was no water output and no flow rate. A second device was used to complete the operation. There was no adverse event reported on patient. Device evaluation details: the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection and irrigation test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. An irrigation test was performed, and the device failed the test due to being occluded with dry reddish material presumably blood inside the dome. A manufacturing record evaluation was performed for the finished device 31499018m number, and no internal actions related to the reported complaint condition were identified. The irrigation issue reported by the customer was confirmed. The potential cause for the occlusion could be related to the handling of the device during the procedure; however this cannot be conclusively determined. The catheter instructions for use (IFU) contain the following recommendations: flush the catheter and tubing per standard technique to ensure purging of trapped air bubbles and to verify that the irrigation holes are patent as part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial flutter ablation procedure with a thermocool® smart touch¿ electrophysiology catheter and during the operation the device (including port, luer hub) was not irrigating. The issue was not identified until the device had already been used inside of the patient. The motor was too loud to allow water to flow out. There was no water output and no flow rate. A second device was used to complete the operation. There was no adverse event reported on patient.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. (B)(4).